Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the event history log was reviewed. The customer's stated problem was duplicated, and the cause of the issue was found to be that the j9 connector may have become fatigued which could have contributed to intermittent signal loss. The interconnect board was replaced to fix the issue.

Event description:
It was reported that there were frequent primary audible alarms. The event occurred during infusion, but there was no reported patient harm/adverse event reported.